Event description:
Provider alleges consumer alleges while riding her scooter outside on the sidewalk the scooter allegedly tipped over.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
User error. The alleged tip over could not be duplicated. The sc336 passed stability testing in 2020.

Event description:
Provider alleges consumer alleges while riding her scooter outside on the sidewalk the scooter allegedly tipped over.